Event description:
It was reported that before the unspecified study was started, the transducer prompted a usacquisitionhw_40_0 error message when it was connected to the ultrasound system. The intended study was completed with another transducer. There was no report of patient adverse event reported with the initial or the replacement transducer. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. The original MDR was submitted with code 2199 for patient code, code 2914 for device code, code 3263 for method code and code 92 for conclusion code, which no longer exist. Code 4582 has been selected for health effect clinical code (new field). Note: this report is being submitted retrospectively per FDA request.